Event description:
Customer called to report a hospitalization for high blood glucose on (B)(6) 2014. Blood glucose reading was over 900 mg/dl. The customer had treated with the insulin pump but blood glucose did not go down. Customer had nausea, vomiting and shortness of breath prior to the hospitalization. The customer was not wearing the insulin pump at the time of the hospitalization because the paramedics had removed it. Troubleshooting was performed. The insulin pump was found to be functioning as designed. Advised to monitor the insulin pump and her blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.